Event description:
The report received from the field indicated that balloon was unable to inflate. During a percutaneous transluminal angioplasty to a peripheral vessel,the balloon was inserted,however,was not able to inflate. Balloon was withdrawn and another inflation attempt was performed outside the body and again balloon would not inflate. There was no pt injury. This product will be return for evaluation and testing.